Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt) episode. Upon review, it was found that the patient experienced paroxysms of vt. Boston scientific technical services (ts) discussed shock therapy was already committed to being delivered, therefore, the device delivered two inappropriate shocks. No additional adverse patient effects were reported. At this time, this device remains in service.